Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, gender or weight. Service was not dispatched for the event. The customer did not report any calibration, quality control (qc) or system check issues at the time the event occurred. The access accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining reproducible elevated access accutni+3 results on their unicel dxi800 immunoassay system (serial number (B)(4)) for one patient. The results generated were reproducible and all above the assay reference range. The initial result was released out of the laboratory. The customer tested the patient sample on consecutive days on their unicel dxi800 immunoassay system (serial number (B)(4)) with all results recovering above the reference range. The customer re-analyzed the patient's sample using a different methodology, and generated a result within the normal reference range. The customer again re-analyzed the patient's sample on another analyzer, details of which were not provided. A result within the normal reference range was generated. There was no report of change in patient treatment associated with this event. The sample was collected in a serum separator tube and centrifuged for ten (10) minutes at 3000 rpm (rotations per minute) at room temperature. There was no report of sample integrity issues. The customer did not report any calibration, quality control (qc) or system check issues at the time the event occurred.